Event description:
It was reported a shocking and jolting sensation occurs when the stimulation is turned on. There was no known accident or incident r elated to this complaint. It was stated the patient started feeling the sensation radiating from her buttocks down her leg on (B)(6) 2013. It became worse so she went to the emergency room early in the morning the following day. It was stated that once the device was off, the patient no longer felt the shocking sensation. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v969906, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).